Event description:
Initial reporter indicated that her husband had ongoing problems with a continuously "gravel voice and inability to speak." She reported the patient had damage to their left vocal cord. Interventions may be taken by the patient's treating physician to treat the vocal cord paralysis. The patient's physician reported that the event occurred after the patient's explant surgery. The patient is not currently implanted with an vns products.

Manufacturer narrative:
A serious injury did occur, but did not cause or contribute to a patient death.